Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display has missing segments. It is possible to misread the display, but it is obvious that display segments are missing. There was no known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. During evaluation it was found that the led display was missing segments. Investigation of the ui board revealed the signal that turns on the missing 3rd digits on the seven segment leds and the bar leds on the led board is coming out incorrectly from the microcontroller chip u15. The ui board was replaced and the unit functioned as designed.